Event description:
It was reported that the 9600+ system does not roll as it should. It was also reported that the c-lock for ap to lateral position is hard to unlock. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned mainframe wheel locks and lubricated "c" lock and cam. The system was tested and found to be working as intended and placed back into service.